Event description:
It was reported to philips that during a neuro procedure, system displayed storage error and would not make xray. The procedure was completed by using another system. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during emergency treatment of neurovascular procedure. The patient moved to another room to complete the study and procedure was completed on another system. It was reported to philips that system displayed storage error and would not make xray. Upon troubleshooting, the philips field service engineer (fse) checked the system logfiles onsite and image stores failure and disk space errors. To resolve the issue, the fse performed the procedure for recreate image store frontal and lateral. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.